Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was broken but still attached together by the insulation. The conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire showed damage which may indicate damage during use. Damaged insulation to the conductor wire was the affected adjacent component. Further observation found related to the primary failure states that the instrument had conductor wire insulation damage at the yaw pulley. A piece of the insulation measuring approximately 0.027" x 0.079" in size was missing and not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the fenestrated bipolar forceps instrument did not coagulate. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 26-apr-2024: no fragments fell into the patient. There was no missing material. The instrument just did not coagulate. There was no report of fragment falling from the device while in use within a patient. The patient did not return to the hospital for any post-surgical complications related to retention of foreign material.